Manufacturer narrative:
E1: (B)(6) hospital. ` the device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited b30 communication error during service/maintenance. There were no reports of patient involvement.